Manufacturer narrative:
Corrected data: the event was confirmed. An event regarding revision involving a triathlon insert was reported. The event was confirmed. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Sales rep reported a right knee revision surgery.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Sales rep reported a right knee revision surgery